Event description:
4 x 4 raytec gauze sponge was apparently left in patient following a urological procedure on 3/11/94. Sponge was removed from patient's vagina by husband on 4/29/94. Patient was started on antibiotics. Vaginal exam and possible cysto to be scheduled. Patient reports to be feeling fine following the removal of the gauze.